Manufacturer narrative:
On 17-mar-2020, mentor received additional information about the event: - the mentor failure analysis lab received the device for evaluation. It is a mentor memorygel breast implant 600cc gel breast prosthesis, catalog #3546001, lot #6978167, serial #(B)(6), UDI #(B)(4), PMA #p030053. - the implantation date is around (B)(6) 2018. On 31-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed capsular contracture. The device was visually inspected, and no apparent damage was found. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast prosthesis implantation procedure with an unspecified mentor gel breast prosthesis developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient underwent explantation on (B)(6) 2019.